Manufacturer narrative:
A medtronic representative inspected the imaging system onsite. The system performed as intended. The system was checked for all errors related tot he power to the stand alone board and the filter ladder. A manual adjustment of the filter ladder as performed which helped the system work again. 2d and 3d testing was performed as was rad and fluoro calibration. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a cervical spinal fusion procedure the imaging system could not finish the boot-up sequence and displayed the error message, "error initializing collimator". The system was rebooted several times. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome. The procedure was completed without navigation or the imaging system. No additional information was provided.